Event description:
While servicing the device, an authorized bench technician found that the capacitor output was 15% below specifications and would require replacement. There was no reported patient or user involvement and no adverse patient/user impact.